Event description:
New information revealed that the cause of death was terminal cancer. The physician did not allege that the system caused or contribute to the patient's death.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested, but not received.

Event description:
Related manufacturer reference number: 2938836-2019-12357, 2938836-2019-12358, 2938836-2019-12359. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.